Manufacturer narrative:
Per the clinic, the device was explanted on (B)(4) 2015, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed (B)(6) 2016.

Manufacturer narrative:
This report is filed on november 15, 2016.

Event description:
Per the clinic, the patient underwent revision surgery in 2012 (specific date not reported) due to bleeding at the implant site. Another episode of bleeding was reported in (B)(6) 2014 (specific date not reported) subsequent to sustaining a head trauma. The patient underwent a procedure (date not reported) to syringe the blood. It was also reported that the patient experienced a performance decrement with device use subsequent to sustaining the head trauma in (B)(6) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.